Event description:
The clinician reports the implant was inserted (B)(6) 2023 in the patient's mouth. Details of surgery: ridge augmentation. On (B)(6) 2023, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling and inflammation. No further patient complications were reported.